Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a right sided colon resection procedure, the device insulation broke after approximately one hour of use. Nothing fell into the patient's cavity. There was no patient injury.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The investigation found the insulation was intact. The sample passed hipot testing. The investigation found the device to function normally and within specifications. No trend has been identified for this failure mode. No corrective action is required.